Manufacturer narrative:
The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. UDI: (B)(4). Concomitant medical products and therapy dates: new coil (details unknown).

Event description:
It was reported by the hospital contact that during the coil embolization, the coil (637mf2545/16038158) stretched and could not be shaped. The surgeon withdrew the coil and exchanged to a new one (details unknown) to complete the procedure. There was no report on patient injury. It was initially reported that the product will be returned for analysis. An adequate continuous flush maintained through the microcatheter (details unknown). There was no resistance reported. It is unknown if the coil was used like a guidewire to reposition the microcatheter. It is unknown if a one to one relationship between the coil and delivery tube was verified with fluoro prior to repositioning. Coil entanglement with previously placed coils was not suspected to contribute to the event as this was the first coil. The coil did not prematurely detach. The target vessel was unknown and the level of calcification and tortuosity were unknown. There was no clinically significant delay in the procedure due to the event.

Manufacturer narrative:
It was reported by the hospital contact that during the coil embolization, the coil (637mf2545/16038158) stretched and could not be shaped. The surgeon withdrew the coil and exchanged to a new one (details unknown) to complete the procedure. There was no report on patient injury. It was initially reported that the product will be returned for analysis. An adequate continuous flush maintained through the microcatheter (details unknown). There was no resistance reported. It is unknown if the coil was used like a guidewire to reposition the microcatheter. It is unknown if a one to one relationship between the coil and delivery tube was verified with fluoro prior to repositioning. Coil entanglement with previously placed coils was not suspected to contribute to the event as this was the first coil. The coil did not prematurely detach. The target vessel was unknown and the level of calcification and tortuosity were unknown. There was no clinically significant delay in the procedure due to the event. A non-sterile orbit mini comp fill 2.5x4.5 was received coiled inside pouch of original packaging inside of a plastic bag. No damages were noted on the hub. The hypotube was inspected and it was found kinked at 55.8 and 107.2 cm from the proximal end of hub. The introducer was received un-zipped and it was found any damage. The support coil, gripper and embolic coil were received outside of the introducer. The support coil was inspected and no damages were noted on it. The gripper was inspected found damage severely. The embolic coil was found stretched. The gripper and embolic coil were inspected under vision system; the gripper was found severely damage and the adhesion to the headpiece on it while the rest of the embolic coil was found separated of headpiece and stretched. The failure reported by the customer as ¿coil - unraveled/stretched¿ was confirmed during analysis. However; the condition of the embolic coil was apparently caused by applying excessive force on it but it could not be conclusively determined. However; these defects could not be related to the manufacturing process and procedural factors appear to have contributed to have these damage. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents this kind of failures from leaving the facility. Therefore no corrective action will be taken at this time.